Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer's remote service (fse) technician performed troubleshooting with the customer. The fse provided the customer with the replacement part information for the platform.

Event description:
It was reported that the platform on the universal stand was broken and wobbling. There was no patient involvement.